Event description:
A vns patient went to he or with high lead impedance. It was suspected that they had a lead pin issue. They high lead impedance upon system diagnostics after connecting a new generator to the implanted lead. The full system was replaced, obtaining normal results upon system diagnostics with the new vns system. The explanted generator was disposed off and the explanted lead was returned to the manufacturer and is currently undergoing product analysis.

Event description:
Additional information was received on (B)(4) 2012 when product analysis was completed on the explanted lead. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 336mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.